Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had numerous upstream occlusion alarms in the oncology department. The pump was alarming "upstream occlusion" when the registered nurse (rn) had started the gemcitabine (chemo) infusion running at 675ml/hr for 30 minutes programmed as a primary tubing but set up as a secondary. Rn tried to troubleshoot and remove the tubing and start the process from the beginning, it began to infuse but a few seconds after infusing, the pump alarmed again and there were no visible sign of occlusion. The patient had not received any of the chemo. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.